Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is currently in the emergency room and cannot get her blood sugars down. Customer stated that she is not on an insulin drip and the emergency room has not given her a shot yet. Customer's blood glucose level was 242 mg/dl. Customer bloused and her blood glucose level would not go down. Customer stated that the cannula looked okay when she removed the infusion est. Customer treated with a bolus. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 266 mg/dl. Customer had high blood glucose levels and was vomiting. Customer is waiting on lab results. Customer was wearing the pump at the time of the visit. Customer had a no delivery alarm in the alarm history. Customer did not have a tubing clamp and will be sent one. Customer stated that sometimes she changes the set every 3-4 days. Customer was reminded that it is off-label use and the cannula was not occluded. No further assistance needed.